Event description:
Boston scientific received information that during an ablation, this pacemaker displayed a message indicating device memory had been corrupted. The device was then explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, the device was returned at reset-vvi parameters. The device was subjected to, and passed, testing which verified pacing and sensing functions at reset-vvi parameters. A review of device memory confirmed the device underwent multiple resets including a system reset. The system reset was found to be caused by memory corruption. Laboratory analysis confirmed the clinical observation and memory corruption was a result of electrical interference from electrocautery used during the ablation procedure.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.